Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that patient underwent the right flexible ureteroscope and required to have a ureteral stent. Upon opening of the package of one such stent, the nurse found that it was ruptured. The catheter was reinserted to cope with the injury to the ureter caused by catheter removal. No medical intervention was reported. Per follow up information received on 19-sep-2022, product was not used on the patient so no injury.

Event description:
It was reported that patient underwent the right flexible ureteroscope and required to have a ureteral stent. Upon opening of the package of one such stent, the nurse found that it was ruptured. The catheter was reinserted to cope with the injury to the ureter caused by catheter removal. No medical intervention was reported. Per follow up information received on 19-sep-2022, product was not used on the patient so no injury.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The physical sample was not returned, however, a photo sample was submitted. Visual evaluation noted one end of the pigtail was completely broken off the body of the stent. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported and the device was not used, however, it is intended for treatment purposes. It is unknown if the device had met all relevant specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Actual/suspected device was evaluated.